Event description:
The needle separated completely from syringe, leaving needle in pt. Material splattered on pt, but there was no injury to pt. Event is being reported as a malfunction due to the possibility that similar event has some potential to lead to an injury.